Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges the device is not functioning properly and the oxygen port is not delivering oxygen to the patient. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.